Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected battery power loss alarm or off no power alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump will be returned for analysis.